Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during index procedure. Pt was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, 1.5 yr, 2 yr and 2.5 yr follow ups. It is reported that the pt suffered an acute non-stemi approx 3 yrs post index procedure. It is reported that it was a q-wave mi. It is unk if the target lesion was involved. Pt was taking aspirin and clopidogrel 24 hours prior to the event.